Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that seven years after primary right total hip arthroplasty, patient had mechanical loosening of the right hip. The patient was then revised due to loosening of the stem (femoral component) at an unknown interface. It is unknown if there was a surgical delay. Doi unknown; dor: (B)(6) 2021; affected side: right hip.